Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a lens issue during a cataract extraction with intraocular lens (iol) implant procedure. There was contact with the patient. The procedure was completed the same day. Additional information was provided that the event was described as "caught on incision." There was no patient harm and the surgeon's prognosis is good.

Manufacturer narrative:
Product evaluation: the device was returned loose inside the opened carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The tip has light stress lines. The lens was not returned. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The event was described as caught in the incision. The root cause of the event cannot be determined. It is unclear if the complaint is related to the device or lens. It is unknown if the plunger was fully advanced during initial lens delivery attempt. The manufacturer internal reference number is: (B)(4).